Event description:
Revision surgery from the (B)(6) involving both a depuy corail femoral stem and (B)(4) bhr products. Upon review of the information received, it appears the revision surgeon has revised all of the devices due to femoral component loosening, and additional information has indicated there was also an infection. You will find in the attached the part and lot numbers from the original implantation record (the piece we received) for this patient, confirming all the devices involved. Please consider this our official notification to you of this event. Should you have any further questions, we request you contact your depuy (B)(6) sales team to gather further information from the surgeon directly for your complaint investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.